Event description:
It was reported that during a follow-up, noise was observed on both the atrial and ventricular leads. The ventricular lead was capped and replaced. The physician suspected an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.